Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up high thresholds, high impedance and oversensing noise were noted during isometrics on the right ventricular (rv) lead. The lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.